Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer stated that they were unable to detect an elevated blood glucose (bg) level of 318 mg/dl or a low bg of 37 mg/dl, as a result of the out of range issues. The elevated bg levels were addressed via manual injection and carbohydrates were consumed to address low bg levels. The customer required the assistance of the mother, who provided juice and assisted the customer to treat low bg levels. It was indicated that the customer had a backup pump available for alternate insulin therapy.